Event description:
Additional information received reported that the manufacturer¿s representative (rep) saw the patient at the doctor¿s office on (B)(6). She was complaining of a ¿surge¿ in stimulation that she had been experiencing for two months (although she was not experiencing it when she came into the office to meet with the rep.). The patient denied any injury in the last six months. She did fall about a year prior but she stated nothing changed with her stimulation after that fall. A software update was done on her battery prior to a reprogramming session. The patient did say she felt the reprogrammed group b seemed to give better coverage of her painful areas. She also denied any ¿surging¿ during the reprogramming session, and believed she was still getting a 50% reduction in pain.

Manufacturer narrative:
Concomitant medical products: product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 39286-65, serial# (B)(4), implanted: 2013-(B)(6), product type: lead. (B)(4).

Event description:
It was reported that while stimulation was turned on the battery had been surging for the past 1.5 months. It wasn¿t like a shock more like a surge. It happened in different parts of the body now versus where stimulation was only, and seemed to be in other areas and not where it was covering. The day prior to the report it surged badly, and the day of the report it was hardly working. The patient reported it had been dying in different times; it was charged but not working the day of the report. It was further clarified that there was a big increase of stimulation, not a shocking sensation. The manufacturer¿s representatives had no information about the event but were going to try and contact the patient regarding this event. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).